Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer replaced the flat flex cable, but no cubies were being detected, then replaced the drawer control board, but the drawer still was not detected, replaced both the pyxis's bus board and the drawer control board, was able to assign the drawer and clear the hardware failure. The drawer passed all tests, and all cubies were accessible with no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 had failed with increasing frequency and unable to recover. Customer stated that there were no visible obstructions, possibly a part had started to fail but hadn't completely died, and that was the reason it had functioned intermittently. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.